Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on the fifth day after catheter placement, the nurse discovered leakage from the catheter, preventing normal infusion. There was a change in tip position. The issue was resolved after reinsertion. It was reported this occurred with three devices. This report addresses all three devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the video showed a groshong nxt clearvue catheter inserted in the patient. Clear liquid was observed to leak out of the catheter tubing when force was applied to a syringe connected to the luer hub. Due to the quality of the returned video, details of the leak site could not be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. Samples were not returned for the 2 other occurrences reported; therefore, these occurrences are inconclusive.